Event description:
A custoemr reported to baxter an issue of damaged disconnect y-set during use. The customer reported that the patient had connected the transfer set with y-set by the clean flash, then bent spike was found. There was patient involvement. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. The assignable cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.